Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed or reproduced during product evaluation. The assignable cause was not identified and nothing was replaced, since the reported problem could not be confirmed. A device history review was performed and no abnormality was observed.